Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between the device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted and all relevant specifications were met upon lot release. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded for this lot. The may 2007 15-month cre balloon dilator product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
In 2007, it was reported to boston scientific corporation that during an esophageal dilatation on a male (age unknown), using a cre fixed wire balloon dilator, "the balloon popped" while the nurse was inflating the balloon. A small piece of the balloon broke off and fell into the patient's esophagus. The physician "easily" retrieved the piece and completed the procedure with a different device. The patient's condition was reported as "fine".